Event description:
It was reported that the patient experienced insufficient pain relief with their drg system. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which the system was explanted to address the issue. It is unknown which lead contributed to this issue.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 8444886. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Exact date of event is unknown.